Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that the touch screen on a 980 ventilator was unresponsive. The ventilator was not in use on a patient at the time the malfunction occurred.